Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
During training by a zoll medical sales representative, the device's display showed horizontal lines and was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.